Event description:
Per the surgeon, the patient experienced an infection. The device was explanted (B) (6) 2009, (specific date unknown). The patient was reimplanted with a new device on (B) (6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)